Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly and fuse connections were evaluated and reseated. The hard disk drive was reformatted and software was reloaded. The bios settings were also reset during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.